Event description:
Complainant alleged that during biomed testing, the device would not power up via battery power. Upon being powered up via ac power, the device failed to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.